Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found that the top case cracked by the tube holder with no visible contamination. During the power up process and infusion/occlusion testing, the reported problem could not be duplicated. Replaced speaker and interconnect board as preventative measure. The root cause of the reported issue was not found. This MDR was generated under protocol (B)(4).

Event description:
It was reported that primary audible alarm error event occurred. No patient injury was reported.